Event description:
It was reported that the ventilator quit delivering breaths while connected to a pt. It is unknown if the ventilator alarmed when the reported problem occurred. The pt was transfered to a back up ventilator. No pt harm reported.

Manufacturer narrative:
Na